Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
During a follow up phone call the customer stated that there were discrepancies between the sensor glucose values and the blood glucose values. The customer stated that half the time the values were off by 200 points. The customer stated that they had inserted a new sensor in the morning of the phone call and it was working properly. The customer stated that the biggest problem she had was that the sensor would indicate that the glucose level was low and the insulin pump would go into threshold suspend mode. The sensor glucose would read 70 mg/dl but the customer's blood glucose wasn't that value. The customer stated that their sensors were expired. At the time of the call the customer's blood glucose was unknown. Nothing further was reported.